Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing the log files analysis, the results indicate reported malfunction. As a troubleshooting action, fse inspected the system and identified that intermittent rail voltage unavailable due to issue in miu. The cause of the reported malfunction conclusively could not be determined by the supplier's parts analysis, however the replacement of the miu (mains interface unit) by the field service engineer has resolved the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.